Manufacturer narrative:
On (B)(6) 2021 the customer alleged blank display and was hospitalized for low bgs. Device was programmed and monitored for 12 days. No blank display or charge/battery anomaly noted. The test battery was removed and reinsert in less than 1 minute into the battery compartment. No unexpected pump error 23 noted during testing or after battery change. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and dat test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, unexpected low battery alert, unexpected power loss alarm, unexpected replace battery alert, or unexpected replace battery now alarm noted in the device trace download on or near the event date. History and trace download was successful using thus and carelink upload was successful. Device also had a missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. During visual inspection, the electronic assembly and motor had moisture damage. Unable to verify customer alleged for low bgs. Blank display was not confirmed. Missing retainer ring confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = missing device was programmed and monitored for 12 days. No blank display or charge/battery anomaly noted. The test battery was removed and reinsert in less than 1 minute into the battery compartment. No unexpected pump error 23 noted during testing or after battery change. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and dat test due to missing retainer. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, unexpected low battery alert, unexpected power loss alarm, unexpected replace battery alert, or unexpected replace battery now alarm noted in the pump trace download. History download was successful using thus and carelink upload was successful. Device also had a missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. During visual inspection, the electronic assembly and motor had moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers daughter reported via phone call that the customer were hospitalized due to high blood glucose and stroke on unknown date. Blood glucose level at the time of the incident was unknown. Customer was treated with shots. Customers daughter stated the insulin pump was not working before customer had a stroke. Customer was hospitalized for stroke due to uncontrolled high blood glucose. Customers daughter stated the length of hospitalization was almost 2 months. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of high blood glucose event. Customers last blood glucose reading was 183 mg/dl. The insulin pump will be returned for analysis.